Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during device preparation for a cardiac ablation procedure using the hexaflow tubing set with the affera prism 2 stack, a bubble alarm would not clear despite no bubbles being present in the tubing. Proper instructions for use procedures were performed to clear bubbles from the system, multiple flush procedures were performed, and the tubing was removed and visually inspected. Multiple small bubbles were noted within the plastic of the bubble sensor tubing section along with a color deformity described as a white streak. The tubing set was removed and replaced and the issue resolved with the new tubing set. The case was completed. No patient complications have been reported as a result of this event